Event description:
Reporter noted nineteen pts had particles in and around the incision site on post-op visit, following uncomplicated cataract surgery at three facilities by eight surgeons. Pt 3 of 3: three had particles embedded in iris. All are symptom free with excellent vision. Feel particles are from polystyrene blocks in which knives are packaged.

Manufacturer narrative:
Product used was not available for eval.